Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a corrupt file error at boot up. No pt injury was reported.